Manufacturer narrative:
(B) (4). The valve was patent and passed leak and reflux testing. Therefore, the conditions of the complaint could not be duplicated by laboratory personnel. However, the device performance did not meet all established specs for pressure-flow and pre-implantation testing. A review of the mfg records showed no anomalies. Please note that the patency check procedure for this product is different from other valves, due to the location of the membrane over the valve inlet. All of our valves are 100% tested at the time of manufacture.

Event description:
It was reported that there was no flow through the device when it was flushed with saline during testing.